Manufacturer narrative:
A2 - age at time of event: 18 years or older. B3 - date of event: estimated based on the aware date of (B)(6) 2020. Device is a combination product. A 20 x 3.50mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Proximal stent struts were lifted from their crimped position. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that material deformation occurred. During prep, while unpacking a 20 x 3.50mm promus premier select stent, a stent strut was noted to be disconnected from the balloon. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: estimated based on the aware date of (B)(6) 2020. Device is a combination product.

Event description:
It was reported that material deformation occurred. During prep, while unpacking a 20 x 3.50mm promus premier select stent, a stent strut was noted to be disconnected from the balloon. The procedure was successfully completed with a different device without issue or patient injury.